Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 7049034, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a seroma at the ipg site. The patient underwent an explant procedure and was doing well postoperatively.